Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, high out of range pace impedances, and oversensing which resulted in pacing inhibition. The impedances were greater than 2000 ohms. The observations were confirmed when the lead was connected to a pacing system analyzer. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.